Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to replicate the issue and replaced the fiber optic wrist cable to correct the reported event. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, it was reported that a non-recoverable fault occurred during system startup, with a 319 error code appearing when the user attempted to maneuver the arms. Technical support reviewed the logs and found additional error codes, including 31224 and indications of communication issues between acp4 and armnet 3. The possibility of continuing the procedure with three arm functionality by disabling arm 3 was discussed. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure outcome is unknown with no reported injury.

Manufacturer narrative:
The probable root cause is attributed to op wrist fiber cable.

Event description:
Refer to h11 for follow-up information.